Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be confirmed. According to the investigation the pump passes accuracy testing. No further action required at this time for this concern. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed a flow test. No adverse effects were reported.